Event description:
It was reported that the patients patella sublaxed laterally. Surgery scheduled to repair patella. Also upon knee examination, the femoral component was observed to be loose and new stem had to be inserted. Additional received description: it was reported that, in surgery, the patella seen on the ap film was found to be loose floating in joint. The patella bone was too thin to cement in a new patella. Then, the distal femur was found to be loose and a layer stem was cemented in.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Product not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding dislocation involving a duracon symmet duration 33x9mm was reported. The event was confirmed. The device was not returned for investigation, however a review of the provided surgical images indicated that all three pegs remained on the poly patella, consistent with the its design features of the device. A medical review of the images identified a "cemented interface visible without obvious abnormalities." The clinician concluded: "radiology confirms the lateral dislocation of the patella. During surgery it was found floating free in the knee joint" "the patellar dislocation was caused by an adverse mix of patient-related and procedure-related factors due to the poor quality and secondary muscle atrophy long term after resection of an osteosarcoma around the knee which requires a large resection of soft tissues which is good for survival of the patient but has significant adverse impact on the quality of the tissues around the knee. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. The investigation concluded that the anatomical patella dislocated laterally. It could not be confirmed if the duracon patellar component dissociated from the anatomical patella because insufficient information was provided. Additional information, including operative reports, progress notes and product return are needed to fully investigate the event.

Event description:
It was reported that the patients patella sublaxed laterally. Surgery scheduled to repair patella. Also upon knee examination, the femoral component was observed to be loose and new stem had to be inserted. Additional received description: it was reported that, in surgery, the patella seen on the ap film was found to be loose floating in joint. The patella bone was too thin to cement in a new patella. Then, the distal femur was found to be loose and a layer stem was cemented in.